Manufacturer narrative:
One pressurewire x, wireless was returned for analysis. The results of the investigation concluded that the distal tip coil had been bent. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Although the exact cause of the reported event remains unknown, the guidewire damage is consistent with the reported event. The cause of the guidewire damage is consistent with damage during use.

Event description:
During the procedure, the device could not be removed from the lesion. The device crossed into to the left anterior descending artery distal lesion and relative flow reserve (rfr) was measured. When the device was attempted to be pulled back to the eq point, the device could not be pulled back and resistance was felt. The transmitter was detached from the device. A micro catheter was inserted to support the device and it was removed successfully. The procedure was completed without using another device with no adverse patient consequences.